Event description:
(B)(4). My dr. (B)(6) insisted that this was the best birth control. He told me my insurance would pay for the check up, but that was a lie. I've been in severe pain for years with terrible back pain, and really heavy and painful menstrual cycles. I swell for no reason. Gas pains are ridiculous. I can hardly walk when I'm on my period. Nor can I lay down. I've experienced several panic attacks and chest pains. I can hardly work. I can't play with my children. This pain is every day though. Not just on my cycle. I live with the pain. I'm extremely anemic. My hair fell out. My feet swell and I've gained so much weight I barely recognize myself. I can't really exercise due to the pain. It's ridiculous.